Event description:
Total hip replacement (thr), including margron-dtc hip replacement sys and another MFR's acetabular cup removed to clear late chronic infection in pt following primary surgery. Pt was elderly and immune deficient. Secondary infection developed in greater trochanter and then moved to thr. Infection did not originate from implant sys.

Manufacturer narrative:
Total hip replacement (thr), including margron -dtc hip replacement sys and another MFR's acetabular cup removed to clear late chronic infection in pt following primary surgery. Pt known to be immune deficient, with multiple medical conditions. Secondary infection developed in greater trochanter and then moved to thr. Infection did not originate from implant sys. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic assn in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.